Event description:
The doctor was impacting the multi-hole shell into the acetabulum when the tip of the offset hip impactor broke. There was not an improper angle or movement that would cause this to break. The tip of the impactor broke as the mallet hit the metal of the impactor. The piece of the impactor was easy to recover with the way in which it broke off and was in the cup. The doctor removed the item and set the offset hip impactor with the broken piece aside. He used the straight cup impactor to finish impacting the cup. I opened an extra offset hip impactor that we had so that he could use it for the remainder of the case. There was no delay to the case and there was no harm done to the patient. I will return the broken item to exactech for further examination.(B)(4) request #1 & 2 for additional information/remediation- no responses.

Manufacturer narrative:
As a result of an FDA inspection conducted in (B)(6) 2020, exactech, (B)(4), has committed to remediating 3 years of complaints (2017-2020). This MDR is being submitted as part of that remediation. Device received for analysis. Eng eval completed by mv on 2020.02.12. Visual evaluation condition/findings (conducted with a 7x or 10x optical unless otherwise specified)- the fracture surface appears rigid and uneven. This appears consistent with a stress riser leading to crack initiation and propagation, which eventually resulted in failure. All other aspects of the device appear unremarkable and consistent with years of use. Design-related issues: the design of the offset cup impactor has been in the field since 2006. Exactech is aware of 5 complaint reports involving broken tips on the offset cup impactor since 2008. This issue does not appear to be design related. Mfg-related issues: exactech is not aware of any other complaints involving parts from this manufacturing lot of (B)(4) units, which have been in the field since 2014. This issue does not appear to be manufacturing related. Corrective actions are not required because the occurrence rate is ¿very low¿, and the risk is being updated in the racr. The broken offset cup impactor reported in case (B)(4) was likely the result of fatigue fracture initiated over time which led to ultimate fracture of the flexible locking tab. IFU 700-096-181: instrument inspection: visually inspect the instruments for damage such as fractures; cracks; gouges; deformation; burrs; discoloration, corrosion, or rust; excessive component wear; nicks on cutting surfaces, missing or loose components; blockages in cannulae, cleaning holes or other cavities that cannot be removed via standard cleaning; worn or difficult to read markings/engravings; or other apparent damage. Check the function of mechanisms by actuating any levers, knobs, switches, connectors, sliding features, hinges, or other mechanical interface features. Ensure smooth operation of these features over their functional range of motion. If damage, wear, or non-functioning/poorly functioning mechanisms are found, do not use the instrument, and contact the sales representative or customer service for disposition. IFU states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: appropriate reading of the literature, and training in the operative skills and techniques required for surgery, and reviewing information regarding use of instrumentation. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri-operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeable with all instrumentation, devices and proficient with surgical techniques. This device is used for treatment not diagnosis. Based on review of all available information, there is no evidence to reasonably suggest the reported event is related to any manufacturing issues or design issues. The piece of the impactor was easy to recover with the way in which it broke off and was in the cup. An investigation was conducted; the broken offset cup impactor reported was likely the result of fatigue fracture initiated over time which led to ultimate fracture of the flexible locking tab.